Event description:
It was reported that an artificial urinary sphincter (aus) was previously explanted due to cuff erosion. At a later date, a new aus device was implanted. There were no additional patient complications reported.